Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that right ventricle pacing impedance has been increasing from 800 ohms in june to 2270 ohms now. Device is still in use. No patient complications have been reported as a result of this event.